Event description:
It was reported that the pump displayed the reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer understood the explanation of the safety feature, resumed insulin successfully, and acknowledged the need to restart cgm sessions and reload the cartridge after the reset.